Event description:
Information received by medtronic indicated that the insulin pump had blank display and had battery cap was missing. Customer stated that they not able to turn insulin pump after changing the battery. Customer stated that display was not less than 30 second and not returned. Insert battery alarm does not display on insulin pump's screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.